Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken ventricular (v) connector. The epg is expected to be returned. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm that the connector was broken. It was noted that the handle was broken and the grommet was out of specification mechanical. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned.